Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material was found on the tip of the device. A 180x35cm fathom¿ -16 was selected for use. During preparation, upon opening the device, it was noticed that the tip of the device had a little bead on it. It was some sort of fiber or hump attached to the tip of the device. The physician tried to remove it by swiping a finger over it but issue was no resolved. The procedure was completed with another with the same device. No patient complications were reported.